Manufacturer narrative:
The device has returned for analysis. Upon receipt at our post market quality assurance laboratory, the faradrive sheath was visually inspected and no abnormalities or defects were found on the exterior of the returned sheath. Additionally, analysis of the returned sheath found no irregularities in the sheath that could have correlated to the details provided. Thus, the allegations were assigned the conclusion code 'no problem detected.' The 'st segment elevation' and 'embolism, air' are potential procedural complications addressed within IFU for the faradrive sheath. The complaint allegation was not confirmed through product analysis. Correction to the initial MDR in block(s) brand name (d1) and common device name (d2a), in section d - suspect medical device.

Event description:
It was reported an air embolism and st segment elevation was noted. During a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. The device was deployed for transseptal puncture and when removing the dilator while aspirating the device excess bubbles were identified on intracardiac echocardiography (ice) imaging. Three minutes later, st elevation was seen on the patient's ECG. The patient's st segment returned to baseline over time and blood pressure was stable, so the procedure continued. St elevations occurred a second time shortly after ablating the right inferior pulmonary vein in basket configuration and visible bubbles appeared around the sheath on ice imaging. The patient's st segment returned to baseline over time and blood pressure was stable, so the procedure continued. The last time st elevation occurred was when the physician was inserting a non-boston scientific catheter into the sheath after aspirating and flushing the sheath. The patient's st segment returned to baseline over time and her blood pressure was stable, so the procedure continued. The patient was staying overnight due to st elevations and was discharged the following day after the st elevation episodes had resolved.

Event description:
It was reported an air embolism and st segment elevation was noted. During a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. The device was deployed for transseptal puncture and when removing the dilator while aspirating the device excess bubbles were identified on intracardiac echocardiography (ice) imaging. Three minutes later, st elevation was seen on the patient's ECG. The patient's st segment returned to baseline over time and blood pressure was stable, so the procedure continued. St elevations occurred a second time shortly after ablating the right inferior pulmonary vein in basket configuration and visible bubbles appeared around the sheath on ice imaging. The patient's st segment returned to baseline over time and blood pressure was stable, so the procedure continued. The last time st elevation occurred was when the physician was inserting a non-boston scientific catheter into the sheath after aspirating and flushing the sheath. The patient's st segment returned to baseline over time and her blood pressure was stable, so the procedure continued. The patient was staying overnight due to st elevations and was discharged the following day after the st elevation episodes had resolved.